Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended.